Event description:
The plate broke near one of the screw holes after the initial surgery. Surgery to remove broken plate and required medical attention to prevent impairment.

Manufacturer narrative:
Investigation findings: received sample 02/09/2015 forwarded to engineering for review. Reviewed work order (B)(4) no discrepancies were found. Product was found to pass all inspections that were performed. Correction: replacement order (B)(4) was requested on (B)(6) 2015 and sent to the customer. Root cause analysis: unable to be determined by engineering. The returned sample was evaluated by engineering and appeared to have been bent at some point in time. The broken end piece was not returned with the sample. Corrective action and/or systemic correction action taken: no corrective action was taken due to unable to determine the true root cause. If action not taken, indicate reason why and by who: root cause unable to be determined by the engineering group. Preventive action: no preventive action was taken due to unable to determine the true root cause. No further information available at this time. This investigation is closed.